Manufacturer narrative:
Product analysis (B)(4): brief description of complaint: during use of the tna device, the tip became burnt around the electrode. Analysis conclusion: complaint confirmed: the adenoid tip electrode wire square is moderately exposed with minimal support from housing and deformation in the ventral to dorsal direction during application which fails to meet the acceptable damage requirements; however, the electrode wire remains intact and attached to the plastic housing. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During and ent case, the plasmablade device tip melted. There was no injury to the patient reported.